Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, a loss of capture was observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.